Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb. The ventilator passed all testing and operated within the manufacturing specifications.